Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5 13.7, -07.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. Excessive vault was observed. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - patient code 3191: no code available (secondary surgery, lens explant). Claim#: (B)(4).

Manufacturer narrative:
Additional information: d7 - unknown explant date. B5 - at an unknown date the lens was explanted due to the lens was returned back with no additional information. Claim#: (B)(4).